Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited impedances greater than 2,000 ohms, high thresholds, and no capture. When isometric testing and pocket manipulation was performed, no noise was observed. According to a chest x-ray; a lead fracture was not found. The device was reprogrammed to an av delay of 300ms in hopes to initiate an intrinsic qrs. Another follow up visit was performed on (B)(6) 2011. In ring to coil configuration the left ventricular measurements were still out of range. The decision was made to reprogram the left ventricular lead to lv tip - coil. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead remains implanted. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.